Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left circumflex (mlcx) artery with heavy calcification and mild tortuosity. Prior to use the 2.00x20mm mini trek balloon dilatation catheter (bdc) was soaked in saline and the device was prepped (air aspiration) outside the anatomy. Then, the bdc was advanced to the target lesion and the balloon was inflated; however, a rupture occurred at 3 atmospheres (atm) after 5 seconds during the first inflation. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.